Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Gradual decrease in sensing r waves over the past 6 months. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the df-1 connector pin. A proximal and a 47 cm long medial fragment were returned. An approximately 8 cm long medial fragment was not returned. An explantation aid was still inserted in the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further damages like the deformed rv shock coil, the from the distal atrial ring electrode torn conductor cable as well as the from the rv shock coil torn conductor cable most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.